Event description:
It was reported that the user experienced intermittent communication leading to signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the responsible device, after which the display indicated to start the sensor; the user and agent re-entered the code to reconnect and awaited warmup or glucose readings, consistent with a communication problem involving the antenna/electrical interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included user communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the antenna component in the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.